Event description:
This unit was field repaired in 2002. Received event description in 2003. Event description: ventilator was normally on wheelchair. Nurse was preparing to move pt from bed to wheelchair. When vent was turned on it alarmed "vent inop" and failed/ceased to function. Unit was running on ac power at the time of event; on ac power 24 hour before event occurred. Unit alarmed vent inop (audible/visual). Accessory: humidifier.